Event description:
Clinical study same case as #6000089-2005-00397, 1 day and 8 days after a coronary artery drug eluting stenting procedure the patient experienced a myocardial infarction (mi). The lesion being treated was a 2.5mm 99% stenosed left main coronary artery (lmca). The lesion was predilated. The physician the placed a taxus express2 8.8% 3.0x8mm drug eluting stent in the lmca. During the procedure, a dissection occured proximal and distal to the lesion. The taxus stent was placed as a bailout. The next lesion being treated was a 2.5mm 99% stenosed distal circumflex artery (dist cx). The lesion was not predilated. The physician then attempted to place a taxus express2 8.8% 2.5x20mm drug eluting stent in the prox cx. The stent would not cross the lesion. A dissection occured proximal and distal to the lesion. In 2005 the patient experienced a q-wave, anterior mi. In the opinion of the physician the relationship of the taxus stent ot hte mi is "probable". The patient was discharged in the next day on plavix and aspirin. In 6 days later, the patient suffered a non q-wave mi. In the opinion of the physician the relationship of this mi to the taxus stent is "unknown", and the relationship to the target vessel is "unknown".

Event description:
It was further reported the pt was enrolled in the arrive2 program in 2004. Target lesion 1 (12 mm long) was identified in the proximal rca with 60% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.0 x 20 mm taxus stent, reducing stenosis to 0%. Target lesion 2 (8 mm long) was identified in the r-pda with 90% stenosis and a 2.5 mm reference vessel diameter. Target leison 2 was treated with placement of a 2.5 x 12mm taxus stent, reducing stenosis to 0%. The posterolateral branch was treated with ptca. Three weeks later pt underwent a myocardial perfusion study with exercise due to precordial chest pain. The results of the exercise portion of the exam were abnormal and suggestive, but not diagnostic of myocardial ischemia. However, the nuclear portion of the examin was deemed "probable normal." In 2005, during cardiac rehab, pt complained of precordial chest tightness radiating to the next and causing a headache that was not initially relieved by nitroglycerin. The pt was sent to the ER. The pt was placed on IV nitroglycerin with subsequent resoluting of symptoms. Cardiac catheterization was recommended but pt refused and was discharged. At an office visit four days later pt complained of retrosternal chest pain and heart racing which was somehwat relieved by nitroglycerin. She aggreed at this time to undergo a cardiac catherization. Pt medication list included aspirin, plavix, and coumadin. Cardiac catheterization nineteen days later revealed the following, lmca normal, mid lad 30% focal stenosis (superimposed spasm), cx 30% and 40% stenoses between 1st and 2nd om branches, rca occlusion due to thrombus. An angiojet thrombectomy of the rca was performed with angiojet and 4 passes with resolution of the thrombus. Pt developed chest pain and inferior wall st segment elevation during the procedure. After marked spasm was treated with nitroglycerin and verapamil, 50% focal narrowing in the mid rca and 90% tubal stenosis of the posterior lateral branch were found. In the opinion of the physician the relationship fo the chest pain to taxus stent is "unknown". A 2.75 x 8mm taxus stent was placed in the mid rca, reducing stenosis to 0% at the 50% stenosed site and reducing stenosis to 30% stenosis just beyond this. A 2.75 x 16mm taxus stent was placed in the posterior lateral branch, reducing 90% stenosis to a negative residual. Ptca was performed to the posteriro descending branch. St segments iomproved and chest pain was mild at the completion of the procedure. Pt was discharged two days later. In the opinion of the physician the relationship of the target re-intervetnion to taxus stent is "not related".